Manufacturer narrative:
Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are not available. Block g2: foreign- sweden. Blocks h3/h6: the angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used in a coronary procedure of a severely calcified proximal lad. The balloon was inflated and deflated with no issues. However, during removal, the catheter got stuck on the non-philips guidewire and removed as a system (catheter and guidewire). The procedure was completed with a cutting balloon. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the angiosculpt catheter was returned with a 0.014" non-philips guidewire. Visual inspection of the catheter found damage at the scoring element, intermediate bond, transition tubing, and distal shaft. The scoring element detached from the intermediate bond, and was pulled over the distal tip, but remained intact at the distal bond. Visual inspection of the guidewire found no damage observed. During functional testing, the returned guidewire was inserted through the catheter distal tip and advanced through the guidewire lumen with no issues. Additionally, the distal shaft measured approx. 26 cm, which is 2 cm over the specification of 22-24 cm, indicating the distal shaft was necked and stretched. Block h6: based on the functional testing, the returned guidewire was able to move freely; therefore, the cause of the removal as a system could not be established. The probable cause of the damaged scoring element may be due to the lesion morphology (severely calcified lesion). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.